Manufacturer narrative:
The vyaire failure analysis lab received the suspect internal battery and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was that the batteries were beyond their recommended usable age. The vyaire failure analysis lab received the suspect power supply and performed a failure investigation. The reported issue was not confirmed in the laboratory setting. The root cause of the reported issue was unrelated to the power supply as the power supply operated without fault.

Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the internal battery and power supply were faulty. The fsr replaced the battery and power supply and the issue was resolved. The fsr ran the operational verification procedure (ovp) and the unit meets manufacturer specifications. Carefusion has received the suspect components, the vela internal battery and power supply, for evaluation. Upon completion of device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "vent inop" while in use on a patient while running on battery power. There was no patient harm associated with this reported issue. The customer reported that there was "vent inop" in the error log on that day for the event. The customer evaluated the ventilator and after running on the battery for one hour with the d/c status led indicating green, the ventilator alarmed "vent inop" suddenly, without warning.